Event description:
It was reported that the patient was not getting adequate therapy. Reprogramming was attempted without success. The ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.